Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00645. It was reported, the pt ((B)(6)) lost stimulation. A diagnostic test revealed invalid impedance measurements for all lead contacts. Surgical intervention was undertaken to replace the pt's lead. Due to difficulty accessing the epidural space, the physician was unable to implant the surgical lead initially designated as the replacement device. As such, a percutaneous lead was implanted instead. This issue extended the surgery by approximately one hour. Effective therapy was recaptured for the pt following the procedure. Please note, device 2 denotes the surgical lead which could not be implanted.

Manufacturer narrative:
Results: as received, the lead was kinked with all wires broke at approximately 28 cm from the stimulation end. The broken wires are consistent with an overstress condition the lamitrode was subjected to while it was implanted in the pt body. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.